Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reported a blood glucose level (bg) read of ¿high¿, however, a specific value was not provided. Reportedly, the customer reloaded the cartridge and delivered a bolus via the pump to address their elevated bg. The customer continued to use the pump for insulin therapy.